Event description:
Additional information received reported that the patient did not have concerns with his device or therapy. About two weeks later it was reported that cause of the event was that the battery died from an unknown reason. No hospitalization was required and the patient outcome was noted as non-serious injury or illness.

Manufacturer narrative:
Product ID 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-29, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37702, serial # (B)(4), showed no anomalies. Analysis of plug/boot accessory model 3550-29 showed no anomalies.

Event description:
It was reported that the patient experienced no stimulation sensation. The patient started losing stimulation intermittently and did not see any signs or warning on the patient programmer. The implantable neurostimulator (ins) was interrogated by the clinician programmer on (B)(6) 2013 and no issues were found. The stimulation completely stopped on (B)(6) 2013. The patient went to the emergency room and got the ins replaced. Everything was reportedly working fine now. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.